Event description:
It was reported that infusion was set up with 8110 syringe module. Clinician left the room and came back to find that the infusion was running, but giving no rate and still showing zero. There were no adverse effects caused to the patient.

Manufacturer narrative:
Sample inspection: the inspection process performed on syringe module s/n (B)(6) was observed to be in fair condition. The right (male) iui was observed with damaged isolation ribs. Log analysis results: the date and time of the event was not reported. A review of the syringe module event log for the latest infusion programming details shows the device was attached to an unreported pcu s/n (B)(6) which was powered on (B)(6) 2021 at 4:19:11 pm. From 4:19:29 pm to 4:21:25 pm, an infusion of an unknown drug was programmed using a bd 30 syringe (volume of 12.1016 ml) at a rate of 0.12 ml/h and vtbi of 4.9904 ml. At 5:48:43 pm, the syringe module pause key was pressed and immediately followed with the channel off key being pressed. A review of the pcu event log for the infusion programming details for the received syringe module starting from when the reported concomitant pcu s/n (B)(6) was powered on (B)(6) 2021 at 2:18:38 pm shows the syringe module was attached approximately 22 hours later on (B)(6) 2021 at 12:33:48 pm (as channel d). At 12:52:45 pm, the syringe module was programmed with guardrails drugid 81 (fentanyl standard dose 10 mcg/1 ml with the following infusion details of a bd 20 syringe (volume= 14.057 ml) at a rate of 0.44 ml/h and vtbi of 4.9633 ml. From 2:29:46 pm to (B)(6) 2021 7:01:17 am, there was activity of the following: dose and patient weight changes causing auto rate changes, check syringe and patient pressure alarms, syringe clamp opened/closed, restored infusions, device being powered off, and volume infused being cleared. At 4:17:57 pm, the syringe module channel off key was pressed. There were no further infusions noted on the pcu event log. Test results: keypress replication was performed on the received source syringe module and pcu devices along with both lab bd 20 ml and 30 ml syringes in order to provide the log summary. The noted infusion rates were displayed along the syringe module display screen as expected and no issues were observed. Display testing performed on the syringe module using asm v9.8.1 confirmed the device was functioning properly. Testing performed on the syringe module using asm v9.8.1 barrel clamp accuracy, plunger force accuracy, and plunger position accuracy confirmed the syringe module¿s functional accuracy was within specifications. Test methods: n/a. Device history review: a review of the device history record showed the device had a manufacture date of 03/29/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode. The root cause of the customer¿s report that an 8110 syringe module infusion was running but giving no rate and still showing zero could not be identified in this investigation. The infusion rates displayed along the syringe module display screen as expected. The customer¿s report that an 8110 syringe module infusion was running but giving no rate and still showing zero could not be confirmed or replicated during this investigation. The date and time of the event was not reported. A review of the syringe module event log for the latest infusion programming details shows the device was attached to an unreported pcu s/n (B)(6) which was powered on (B)(6) 2021 at 4:19 pm. From 4:19 pm to 4:21 pm, an infusion of an unknown drug was programmed using a bd 30 syringe (volume of 12.1016 ml) at a rate of 0.12 ml/h and vtbi of 4.9904 ml. At 5:48 pm, the syringe module pause key was pressed and immediately followed with the channel off key being pressed. A review of the pcu event log for the latest infusion programming details for the received syringe module starting from when the reported concomitant pcu s/n (B)(6) was powered on (B)(6) 2021 at 2:18:38 pm shows the syringe module was attached approximately 22 hours later on (B)(6) 2021 at 12:33:48 pm (as channel d). At 12:52:45 pm, the syringe module was programmed with guardrails drugid 81 (fentanyl standard dose 10 mcg/1 ml with the following infusion details of a bd 20 syringe (volume= 14.057 ml) at a rate of 0.44 ml/h and vtbi of 4.9633 ml. From 2:29:46 pm to (B)(6) 2021 7:01:17 am, there was activity of the following: dose and patient weight changes causing auto rate changes, check syringe and patient pressure alarms, syringe clamp opened/closed, restored infusions, device being powered off, and volume infused being cleared. At 4:17:57 pm, the syringe module channel off key was pressed. There were no further infusions noted on the pcu event log. Inspection and both functional and display testing of the received syringe module confirmed the noted infusion rates were displayed along the syringe module display screen as expected and that the device was functioning properly with no malfunctions observed. The device was being used for treatment.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that infusion was set up with 8110 syringe module. Clinician left the room and came back to find that the infusion was running, but giving no rate and still showing zero. There were no adverse effects caused to the patient.